Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eg27-i10. In the event reported, it was stated that there was no video image. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it was further evaluated by the inspector and the user narrative was confirmed. Inspection findings are as follows: fluid invasion to insertion tube; light carrying bundle has less than 70% transmission; image blackout; leak at biopsy channel (large/ primary) inlet side; failed wet leak test; endoscope failed electrical safety test - plct; suction tube resistance; pve electrical connector frame has severe corrosion; primary operation channel crimped at biopsy inlet t-piece; failed dry leak test; fluid invasion in segment section; customer complaint confirmed; suction function not performed unit compromised; operation channel- primary slice by accessory; fluid invasion in pve connector fluid damage to light carrying bundle; fluid invasion in umbilical light guide cable; control body severe corrosion inside; pve electrical pin corroded; fluid invasion in control body. The device is in the process of being repaired and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; segment staycoil assy; staycoil collar; insertion flexible tube; distal end assy with tubes; bending rubber; adjusting collar; rl pulley assy; ud pulley assy; segment attaching screw; segment assy attaching screw; connecting receptacle(2); connecting receptacle (3); light guide fiber bundle; pcb for ccd drive pb-free; shield pipe for ccd; signal wire for ccd pr-free; conductive plate; switch w/button retaining nut2; switch w/button retaining nut3; switch w/button retaining nut4; remote control button(1); staycoil holder bracket; bracket cover; intermediate plate; ud guide plate; guide cover plate; ul-stopper assy; dr-stopper assy; lg cable connector assy pb-free; light guide cable; suction channel lg; air/water supply tube lg; remote control wire pb-free; gnd wire; jet/air/water tube retaining collar; a/w supply tube retaining collar; mecha-base plate; shield cover no other information provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.